Event description:
It was reported by the sales rep that during surgery, the endoclamp kinked while inside the patient. The catheter could not be straightened out and was stuck inside of the patient's vasculature (descending abdominal aorta). The catheter was eventually removed with great difficulty using fluoroscopy and various guidewires. Robotic surgery was aborted and they preceded with a non-robotic approach.

Manufacturer narrative:
Patient experienced a change in operative strategy. Device is currently under evaluation.

Manufacturer narrative:
Evaluation: the device shaft was visually inspected and there are two subtle kinks approx. 2 inches from the balloon. There is another subtle kink approx. 22 inches from the distal tip. Water was introduced through all of the device lumens and the water flows from where it should. The kinks have no affect the way the device functions. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. There is no root cause investigation at this time because the device was damaged during use, therefore a CAPA will not be initiated. A device history review was performed and there were no nonconformities associated with the manufacturing of this lot. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.